Event description:
It was reported that during deployment of the embolization coil into a blood vessel for vascular occlusion, the coil prematurely detached partially in the microcatheter and partially in the vessel. The physician continued the procedure by pushing the coil positioned partially in the microcatheter into the vessel by advancing additional embolization coils. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the delivery pusher was returned with the implant detached. The implant was not evaluated as it is implanted in the pt. The attachment tether that holds the implant intact with the delivery pusher was broken. The tether is white/opaque. This appearance is consistent with stretching. It appears that the tether was exposed to a retraction force that exceeded the maximum tensile specification of the tether. Root cause analysis: the root cause could not be determined as all components of the device were not evaluated.